Event description:
Oracle ro 1086870: liquid damage and check syringe plunger sensor error. Additional information received by smiths medical on 27-aug-2020 via email attached in complaint object: no patient involved, and the date is unknown. Device evaluated and in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . The complaint of liquid damage and check syringe plunger error was verified in history log and during testing. The physical appearance on arrival of the pump when visually inspected revealed plunger head full of contamination. This was cause of event. Action was taken to replace all part of plunger head. This event was believed to be caused by customer induced care of device. Additional maintenance of device included.: pump is set to default configuration ID 1a12. Replaced contaminated main board. Replaced leadscrew, clutch spring and right and left clutch halves due to slipping clutches. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket with the pump. Device passed all testing and ready for service.

Event description:
Corrective report in h 10.

Manufacturer narrative:
The device analysis did not attach to the pdf in the initial report. Summary below. Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . The complaint of liquid damage and check syringe plunger error was verified in history log and during testing. The physical appearance on arrival of the pump when visually inspected revealed plunger head full of contamination. This was cause of event. Action was taken to replace all part of plunger head. This event was believed to be caused by customer induced care of device. Additional maintenance of device included.: pump is set to default configuration ID (B)(4). Replaced contaminated main board. Replaced leadscrew, clutch spring and right and left clutch halves due to slipping clutches. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket with the pump. Device passed all testing and ready for service.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pump had liquid damage and check syringe plunger sensor error. No patient involvement as event occurred during testing.